Event description:
On (B)(6) 2011, the reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was reading inaccurate high as compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that at an unspecified time on (B)(6) 2011, the patient obtained a blood glucose result of '55mg/dl' on her onetouch ultramini meter and '20mg/dl' on another device, performed within 30minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeded the expected value of <= 30% and/or <= 30 mg/dl. The reporter stated that the patient manages her diabetes with insulin, novolog and lantus (unknown dosages) and denied making any changes to the patient's normal diabetes management routine in response to the reported issue. On the same day, (B)(6) 2011, at an unknown time after the alleged product issue occurred, the reported claimed that the patient developed symptoms of being 'shaky' and was taken to the hospital where her blood glucose was tested and obtained a reading of '20mg/dl'. The reporter stated that shortly after, the patient was administered with IV glucose. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the meter was set to the correct unit of measurement. Replacement products have been sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged product issue occurred.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.